Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted loss of prime warnings within one hour of each bolus. The reporter was allegedly able to disconnect from the pump and prime again after every warning, however the warnings recurred. Cartridges from different boxes were used, however the issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.